Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the nurse experienced a leaking IV catheter tubing in the middle of caring for a critically ill adult. It is stated there appeared to be a leak from a hole in the tubing in the location where the clamp had been on the tubing. This report addresses the third occurrence.